Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration/ perforation (uterus)/ iud penetrated through the myometrium of uterus / migration of essure device location of device: embedded in posterior uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ miscarriage') and abortion spontaneous ('miscarriage') in a 38-year-old female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fever, chest pain, sore throat, nasal congestion, gravida ii (state your total number of pregnancies: 3. First pregnancy: delivered: 1998 delivery type: vaginal. Second pregnancy. Delivered: 2002. Delivery type: vaginal. And then in sept-2014), parity 2 (state your total number of live births: 2. ((B)(6) 1998, (B)(6) 2012) first pregnancy: delivered: 1998 delivery type: vaginal. Second pregnancy. Delivered: 2002. Delivery type: vaginal), lower abdominal pain, tenderness and sexually active. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (zyrtec r), ibuprofen (motrin), medroxyprogesterone acetate (depo provera), terbinafine hydrochloride (lamisil) and tramadol. On (B)(6) 2004, the patient had essure (ess205) inserted. In march 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In september 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"), arthralgia ("hip pain") and vulvovaginal pain ("vaginal pain"). In september 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 11 years 11 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced abdominal discomfort ("other injury(ies) or complication please describe: burning sensation on abdomen"). In 2016, the patient experienced pelvic pain ("pelvic pain / I had a severe amount of pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue"), abortion spontaneous (seriousness criterion medically significant) and pain ("body pain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, fatigue, mood swings, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, migraine, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal discomfort, arthralgia, vulvovaginal pain and pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion spontaneous, arthralgia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain she did not allege that essure caused birth defects discrepancy noted in essure insertion date- previously reported as (B)(6) 2004, now reported as mar 2004 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2004: total bilateral occlusion. Imaging procedure - in june 2004: essure confirmation test (unspecified): bilateral occlusion. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: exam: pelvic ultrasound findings: uterus is in neutral orientation, it is 10 x 5.0 x 3,0 cm, no focal uterine lesions, there is an intrauterine device which appears to be within the posterior fundal endometrium outside of the endometrial cavity. Impression: intrauterine device appears to be in the posterior fundal myometrium outside of the endometrial cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, pelvic pain, abdominal pain, ovarian cyst, burning sensation in abdomen most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received : lot number added. Events: "hormonal changes describe: mood swings, abnormal bleeding vaginal, menorrhagia, pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, migraines / headaches, reproductive system disorder or condition type of disorder or condition:ovarian cysts, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, other injury(ies) or complication please describe: burning sensation on abdomen, hip pain, vaginal pain,body pain", reporter, medical history, lab data, patient demographic added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration/ perforation (uterus)/ iud penetrated through the myometrium of uterus / migration of essure device location of device: embedded in posterior uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/ miscarriage') and abortion spontaneous ('miscarriage') in a 38-year-old female patient who had essure (ess205) (batch no. L2138- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fever, chest pain, sore throat, nasal congestion, gravida ii (state your total number of pregnancies: 3. First pregnancy: delivered: 1998 delivery type: vaginal. Second pregnancy. Delivered: 2002. Delivery type: vaginal. And then in (B)(6) 2014), parity 2 (state your total number of live births: 2. ((B)(6) 1998, (B)(6) 2012) first pregnancy: delivered: 1998 delivery type: vaginal. Second pregnancy. Delivered: 2002. Delivery type: vaginal), lower abdominal pain, tenderness and sexually active. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (zyrtec r), ibuprofen (motrin), medroxyprogesterone acetate (depo provera), terbinafine hydrochloride (lamisil) and tramadol. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"), arthralgia ("hip pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 11 years 11 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced abdominal discomfort ("other injury(ies) or complication please describe: burning sensation on abdomen"). In 2016, the patient experienced pelvic pain ("pelvic pain / I had a severe amout of pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue"), abortion spontaneous (seriousness criterion medically significant) and pain ("body pain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, fatigue, mood swings, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, migraine, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal discomfort, arthralgia, vulvovaginal pain and pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion spontaneous, arthralgia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain she did not allege that essure caused birth defects discrepancy noted in essure insertion date- previously reported as (B)(6) 2004, now reported as (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Imaging procedure - in (B)(6) 2004: essure confirmation test (unspecified): bilateral occlusion. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: exam: pelvic ultrasound findings: uterus is in neutral orientation, it is 10 x 5.0 x 3,0 cm, no focal uterine lesions, there is an intrauterine device which appears to be within the posterior fundal endometrium outside of the endometrial cavity. Impression: intrauterine device appears to be in the posterior fundal myometrium outside of the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, pelvic pain, abdominal pain, ovarian cyst, burning sensation in abdomen. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, perforation- uterus/ migration, fatigue. Essure model number was changed to essure 205. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.